Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is not functioning. The patient stated he received a "replace battery" error message 6 months ago; however, he ignored it. The patient is now without stimulation. No additional information is known at this time.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.